Manufacturer narrative:
The astral device was returned to a resmed. An investigation was performed on all available information. The battery was replaced to address the issue. The device will be serviced and fully tested before returning to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was most likely due to a degraded battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed a battery error message. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Evaluation confirmed that the reported complaint was due to a depleted battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).